Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2g0bn mplanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing a return of baseline symptoms. Patient had device removed. (B)(6) 2025 e1 (rep): no new information. (B)(6) 2025 e2 (rep): no new information (B)(6) 2025 e3, e4 (rep): additional information was received from a manufacturer representative (rep). The rep reported that it was unknown if the explant was due to normal battery depletion as no further information was given from the health care provider (hcp).